Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The fenestrated bipolar forceps was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing and did not find abnormally sharp or damaged components that could have contributed to the cable breaking. The instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. There is no obvious damage to the conductor wire(s).

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the fenestrated bipolar forceps (fbf) cable was broken or loose. The customer used a backup fbf instrument to continue with the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the cable was broken in half. No fragment fell into patient. Post-operative tests like x-ray and ultrasound were performed.

Manufacturer narrative:
Additional testing was performed on the fenestrated bipolar forceps instrument. Advanced failure analysis confirmed the initial findings. The instrument failed the electrical continuity test for one of the grips. The instrument was disassembled, and it was noted that the continuity failed for the grip under question, when the conductor wire was cut close to the yaw pulley. No signs of wire breakage or wire damage were noticed visibly. It is likely that the break was in the area that is not visually accessible, and there was potentially an improper/swaging of the conductor wire into the yaw pulley counterbore that led to the failed continuity.

Event description:
Refer to h11 for follow-up information.